Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 525 mg/dl; cause was unknown. Bg was addressed via a manual injection. Multiple follow up attempts were made by tandem technical support to follow up on the issue, however, no response was received.